Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component code (B)(4) is related to device problem code (B)(4) for the problem of needle detachment. The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and remained lodged in the ligament. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.